Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 03/08/2016 device evaluation: the pump has been returned to animas and evaluated on 02/29/2016 with the following findings: the display screen had a normal contrast and was fully illuminated. The battery compartment was cracked below the bumper pad. The cartridge compartment was also cracked below the bumper pad. The display lens was cracked on the gray area.